Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that on the date of the event, the patient reported the inadequate coverage and the device was reprogrammed. She was not seem again in this clinic as she was unsatisfied with the device. She elected to see another physician who implanted another device.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator for non-malignant pain. A clinical diagnosis of inadequate stimulation coverage was reported. A device diagnosis was not applicable. The patient reported a lack of stimulation coverage in the right foot on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit and the device was reprogrammed on (B)(6) 2016. The event was related to the device or therapy, specifically due to programming and was not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016. The event was unresolved at the time of study exit/death/study closure. Follow-up is being conducted to clarify the reason the event was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified the event was unresolved at the time of study exit on (B)(6) 2017. The reason for study exit was that the patient was no longer available for follow-up. There was no mention of device explant.